Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. When trying to remove the dilator from the peel away sheath difficulty was encountered. Only slight force could be used or the ring for attaching the dilator comes loose. The implanted pump ran without issue. The pump was successfully weaned and explant after approximately four hours of support. There was no patient harm as a result of the event.